Manufacturer narrative:
The reported event was confirmed as user related. Received only catheter attached with sample port for evaluation. The sample was visually evaluated and it was observed that the inflation site had been tore off. The tearing looked like the shaft was pulled with external force that caused the catheter break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: method for use do not inflate the balloon in the urethra [the urethra may be injured] do not pull the catheter hard [the bladder/urethra may be injured]. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged]. Malfunction catheter kinking, damage, rupture. Difficulty or failure to remove the device. Occlusion of catheter inner lumens. Encrustation. Accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use". (B)(4).

Event description:
It was reported that the inflation funnel was damaged. Allegedly, the patient pulled and tore the catheter. It was also noted that the patient suffers from dementia, however no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inflation funnel was damaged. Allegedly, the patient pulled and tore the catheter. It was also noted that the patient suffers from dementia, however no patient injury was reported.